Event description:
The customer reported elevated monocyte absolute results for several patients involving the coulter act diff 2 analyzer. Subsequent analysis of the sample, on an alternate coulter act diff 2 system, generated lower, normal results which were considered correct. The elevated results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noticed the hemoglobin lyse delivery was not primed and the lyse tubing to the reagent pick-up tube kinked, restricting flow. The fse removed the kinked, primed the hemoglobin lyse delivery, and performed basic instrument maintenance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. On (B)(6) 2013, the customer reported patient samples, analyzed on the original instrument, recovered no white blood cell (wbc) (vote-outs or incomplete computation), no differential results (patient #2 and #3) or instrument flagged wbc and differential results (patient #1). Patient data submitted for review indicates patient #1 was initially analyzed on the alternate instrument and recovered high wbc and lymphocytes. The operator reanalyzed the sample on the original instrument and recovered higher wbc, granulocytes, monocytes and lower lymphocytes with instrument generated flags on wbc and monocytes. The operator determined that the initial results analyzed on the alternate instrument were correct. Patient #2 and #3's samples were reanalyzed on the alternate instrument, and the results were considered correct.